Event description:
It was reported that the patient was not experiencing any stimulation sensation and hearing a triple beep on the patient programmer. The patient had not used the therapy since having a pacemaker implanted in 2008. Subsequently a power on reset message was displayed which was able to be cleared. Impedance measurements were reported as normal. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received noted that the cause of the power on reset was not determined. The power on reset was cleared successfully. No interventions were planned. This reporter had not heard from the patient or physician since the event. Upon completion of the appointment, the patient was receiving effective therapy.

Manufacturer narrative:
Programmer: model 7434a, serial #(B)(4). Extension: model 748925, serial # (B)(4), implanted: 2005 (B)(6), explanted: unknown. Lead: model 3887-33, serial # (B)(4), implanted: 2005 (B)(6), explanted: unknown.